Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a procedure, when using the osteoraptor the suture was broken. The issue was solved with a backup device. It is unknown if there was a delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that when using the osteoraptor 2.9 w/ 2 ub white / blue the suture was broken. The issue was solved with a backup device with a delay less than or equal to 30mins. No other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers. The anchor appeared to have been deployed from the device and was not shown in the image. A visual inspection revealed that the device was returned without the anchor. The suture was still attached to the handle, but the suture loop had frayed and split. There was debris on the inserter and suture. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: do not use sharp instruments to manage or control the suture. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A clinical investigation concluded there were no patient injuries reported, and a back-up device was available to complete the procedure. Since no adverse events are being reported, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, managing the sutures with sharp instruments, or excessive interference between the suture and bone hole due to improper preparation. No containment or corrective actions are recommended at this time.